Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery/(B)(4) / catalog number: 1650 / expiration date:09/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/b)(4)/ catalog number: 1650 / expiration date:09/30/2016. Device available for evaluation: no. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/b)(4)/ catalog number: 1650 / expiration date:09/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Battery/b)(4)/ catalog number: 1650 / expiration date:09/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Battery issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a critical battery alarm with a questionable pump stop.¿ the controller had a black display during the critical battery alarm.¿ this incident preceded several other short alarms without any notice of the alarms noted on the display.¿ the batteries and controller were exchanged.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: serial #: battery/(B)(4)/ catalog number: 1650 / expiration date:09/30/2016. Mfg. Date: 2015/09/13 / UDI #: (B)(4). Device received on: 2017-10-03, (B)(4): serial #: battery/(B)(4)/ catalog number: 1650 / expiration date:09/30/2016 mfg. Date: 2015/09/ 10 / UDI #: (B)(4), device received on: 2017-10-03. (B)(4): serial #: battery/(B)(4)/ catalog number: 1650 / expiration date: 09/30/2016 / mfg. Date: 2015/09/10 UDI #: (B)(4). Device received on: 2017-10-03, (B)(4): serial #: battery/(B)(4)/ catalog number: 1650 / expiration date:09/30/2016 / 2015/09/06, UDI #: (B)(4). Device received on: 2017-10-04, (B)(4): serial #: battery/(B)(4)/ catalog number: 1650 / expiration date:09/30/2016 / 2015/09/06 UDI #: (B)(4). Device not received (customer discarded), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a critical battery alarm with a questionable pump stop. The controller had a black display during the critical battery alarm. This incident preceded several other short alarms without any notice of the alarms noted on the display. The batteries and controller were exchanged. No patient complications have been reported as a result of this additional information received: preliminary log file analysis revealed the involvement of one of the patient's batteries in power switching incidents. The battery was added to the event.

Manufacturer narrative:
Device analysis, (B)(4): the controller passed functional testing but failed visual inspection due to that the serial port rubber cap was missing. Additional products: battery - (B)(4). H3: yes h6 FDA method code(s): 20, 38, 10, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual and functional testing. Battery - (B)(4). H3: yes h6 FDA method code(s): 20, 38, 10, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual and functional testing. Battery - (B)(4). H3: yes h6 FDA method code(s): 20, 38, 10, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual and functional testing. Battery - (B)(4).h3: yes h6 FDA method code(s): 20, 38, 10, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 device analysis: the battery passed visual and functional testing. Battery - (B)(4). D10: yes, return date: (B)(6) 2018 h3: yes h6 FDA method code(s): 3372, 3317 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the battery passed visual and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device(s) involved in event: d4: bat215569¿ battery h6. Method code(s): 10, 23, 38 the controller (con302498) and five batteries (bat208443, bat208135, bat208128, bat207872, bat215569) were returned for evaluation. A review of the manufacturing documentation confirmed that con302498 and bat215569 met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the batteries passed functional testing and visual inspection. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller revealed that the serial port data cap was missing. This is an additional observation not related to the reported event and is likely due to the handling of the unit. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm revealed a one (1) critical battery alarm due to a communication error involving bat215569. Before and after the critical battery alarm, momentary disconnections were recorded involving the battery. Momentary disconnections will result in an audible tone. As a result, the reported critical battery alarms preceded with several other short alarms were confirmed. Two hours after the critical battery alarm, a vad disconnect alarm was recorded indicating that the driveline was physically disconnected from the controller, likely due to a controller exchange. The most likely root cause of the reported critical battery alarms can be attributed to communication errors. The most likely root cause of the reported ¿short alarms¿ can be attributed to momentary disconnections. An internal investigation has been opened to address momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries ((B)(6) ) were returned for evaluation. A review of the manufacturing documentation confirmed that the controller and (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the batteries passed visual inspection and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller revealed that the serial port data cap was missing. This is an additional observation not related to the reported event and is likely due to the handling of the unit. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log file revealed one (1) critical battery alarm due to a communication error involving (B)(6) . Before and after the critical battery alarm, momentary disconnections were recorded involving the battery. Momentary disconnections will result in an audible tone. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. As a result, the reported communication error and critical battery alarms preceded with several other short alarms were confirmed. Two hours after the critical battery alarm, a vad disconnect alarm was recorded indicating that the driveline was physically disconnected from the controller, likely due to a controller exchange. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported ¿short alarms¿ can be attributed to momentary disconnections. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d10: yes, return date: 08-mar-2018 h3: yes h6: FDA method code(s): 3331, 4112 h6: FDA results code(s): 3213. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Aware date updated to 03-sep-2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.